Manufacturer narrative:
A2 - age at time of event: 18 years or older. A rebel bms sds was returned for analysis with the stent in two pieces with a non-bsc .014 guidewire in the distal portion of the shaft. The shafts, tip, markerbands, balloon, and stent were microscopically and visually examined. Inspection of the device revealed that the outer and wire lumen shafts were detached distal of the exit notch and before the bi-component weld. The outer and wire lumen shafts were also stretched from the midshaft bond to the bi-component weld and buckled distal of the bi-component weld to the tip. The measurement for the detached and damaged shafts was not able to be obtained, due to the shafts being buckled and stretched. The stent was moved 3mm distal of the proximal markerband. The stent was also damaged with struts bunched up and overlapping. The damage to the shafts and stent is consistent to damage caused by difficulty with the guidewire. There were numerous kinks throughout the hypotube. The guidewire was not able to be removed from the distal end of the catheter due to the damage of the shafts.

Event description:
It was reported that the stent moved on the balloon. A 28 x 2.50 rebel stent was advanced but failed to deploy event with the guide catheter hydrated with saline. After a few attempts, it was noted that the stent mesh was loose from the balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent moved on the balloon. A 28 x 2.50 rebel stent was advanced but failed to deploy event with the guide catheter hydrated with saline. After a few attempts, it was noted that the stent mesh was loose from the balloon. No patient complications were reported and the patient's status was stable.